Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon releasing the right ventricular (rv) leadless pacemaker (lp), it was micro-dislodged and its orientation changed. Electrical parameters became unacceptable, and it was attempted to reposition the rvlp. However, its helix was stretched. The rvlp was not implanted and an alternate near at hand was implanted instead. Patient condition was stable.